Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness, necrosis and scarring are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of scarring, necrosis, erythema and use of device issue: contra-indications ¿ "do not inject into blood vessels (intravascular)." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account." Method of use ¿ posology ¿ "this product is designed to be injected into the dermis or the mucous membrane of the lips by an authorized medical practitioner in accordance with local applicable regulation. ¿ juvéderm® volbella¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured."

Event description:
Healthcare professional reported assisting in treating a patient that had been injected with juvéderm® volbella¿ with lidocaine in the glabella by another injector. Two weeks later, the patient was reviewed after complaining of redness in the glabella area and it was stated that the patient had developed necrosis. The patient was treated with hyaluronidase. The patient was reviewed again and treated with hyaluronidase, cephalexin and prednisolone after 1 week. The patient was given the same treatment again the following week. Event has led to scarring of the patient and the patient still has redness. The healthcare professional indicated that the events were a result of the injection technique and not the product itself.